Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation under magnification revealed no anomalies on the active tip. There was saline residue in the suction tube indicating the device had been used. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated but the device showed no function. This complaint can be confirmed. The device was sent to supplier for further evaluation. The following evaluation was from the supplier: the original complaint can be confirmed. Initially the device had no active continuity suggesting a breakdown within the active circuit. Further investigation suggests that the active breakdown was at the distal end of the device. Similar instances have been recorded in the past, with the root cause being an incomplete adhesive seal at the distal end of the device, allowing for saline to ingress the uninsulated active/return, resulting in activation (with the saline resulting in a bridge between the active and return) behind the active tip. Further activation would likely result in manifold damage thus the testing was halted allowing for further investigation if deemed necessary. A review of our complaint records over the last 12 months to assess the frequency of this defect shows the frequency to be of low occurrence and as anticipated in the risk analysis. Further investigation into this failure mode has already been conducted under supplier CAPA's . Both CAPA investigations concluded due to the risk being below the anticipated rate of failure detailed in the system ra and 100% leak inspections are carried out on the manufacturing line to detect this failure the risk is deemed negligible/minor and no further corrective action is required. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the sales rep that during a shoulder repair procedure, it was observed that the customer's vapr s90 electrode with integrated handpiece did not have suction, ablation, or coagulation. The sales rep stated the device powered on and was recognized by the generator. The case was completed with another like-device with no patient harm, but a five minute delay to open the new device. The sales rep was not present and could not provide any additional information. The device is being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.